Event description:
It was reported the physician found the guidewire kinking and bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a pediatric jugular kit. The guide wire will be analyzed as part of this complaint investigation. No definite signs of use were observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. It was also noted that the dilator bodies were slightly bent upon receipt; however, the customer confirmed that they were not aware of this bending. Therefore, it is being assumed this occurred while in transit to the morrisville facility. The kink in the guide wire measured 295mm from the proximal end. The guide wire total length measured 13 7/8", which is within the specification limits of 13 25/32"-14" per the guide wire product drawing. The guide wire outer diameter measured .0242", which is within the specification limits of .0240"-.0250" per the guide wire product drawing. The guide wire was advanced through the returned 20ga introducer needle. The guide wire passed through with minor resistance as the kinking. Performed per IFU statement, "hold spring-wire guide in place and remove introducer needle or catheter". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the guidewire kinking and bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.